Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty to the left superficial femoral artery there was premature deployment of the stent and removal difficulty. A contralateral approach was made. The vessel had severe calcification, moderate tortuosity and 90%% stenosis was present. After performing are dilatation of the lesion the stent delivery system (sds) was advanced towards the lesion over the guidewire and through the sheath introducer, however, the stent started expanding about 2 segments from the tip and subsequently the sds was withdrawn, however, it was stuck to the tip of the sheath introducer and the stent prematurely deployed. Thereafter, the sheath introducer was withdrawn simultaneously with the stent and both were removed. Another stent was deployed to treat the lesion. There was no adverse consequence to the pt. This product will not be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.